Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
It was reported that during patient use, the customer could hear a leak coming from the cuff of the tracheal tube. The tracheal tube was then exchanged for a new device. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Covidien/medtronic reference number : (B)(4).